Manufacturer narrative:
Additional information was requested and the following was obtained: what was the date of the initial procedure? ¿no information. What was the name of the procedure? ¿no information. What tissue layer was the vcp772 suture used on? ¿. Dermic layer. What was the condition of the tissue (normal, diseased, weakened)? ¿no information. Can you identify the lot number of the vcp772 suture? ¿no information. Was any culture performed on the wound? ¿yes. Ssi was negative. What was the result of the wound culture? ¿n/a. What was the date of the second procedure? ¿it is unknown when debridement was performed. Were any photos taken of the inflammation that required debridement? ¿no, they weren¿t. What is the surgeon opinion as to relationship of the suture contributed to the inflammation? ¿he assumes triclosan on the suture caused the inflammation. What are the patient age, weight, past medical and surgical history? ¿no information. Do you have any suture samples for evaluation? ¿no, we don¿t. What is the current condition of the patient? ¿he has been discharged from the hospital. No further information has been provided from the hospital. No lot number provided, no sample available for testing - no determination can be made.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue layer was the vcp772 suture used on? What was the condition of the tissue (normal, diseased, weakened)? Can you identify the lot number of the vcp772 suture? Was any culture performed on the wound? What was the result of the wound culture? What was the date of the second procedure? Were any photos taken of the inflammation that required debridement? What is the surgeon opinion as to relationship of the suture contributed to the inflammation? What are the patient age, weight, past medical and surgical history? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on unknown date and the suture was used for dermostitch by interrupted suture using an instrument. Seven - ten days after the procedure, the skin surface became inflamed and debridement was done on the affected site. The surgeon opined that triclosan on the suture may have caused the inflammation. The patient has been discharged from the hospital. Additional information has been requested.